Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the battery failure (red alarm) was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was utd. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a battery failure with an automatic impella controller (aic) console. There was no impact to the patient noted. No additional information provided.